Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt had their pulse generator replaced due to battery end of service. Explanted generator was subsequently returned to MFR for product analysis. During the analysis the battery end of service was verified, however, it was determined that the standby supply current, the nominal supply current, and the low battery supply current did not meet specifications. It was determined that these measurements demonstrated an increased current consumption for the device which resulted in a premature battery end of service. A faulty capacitor was determined to be the root cause for the out-of-specification currents.